Event description:
A lifecor sales rep recontacted customer suport to report that a male pt was getting vibration alarms and audible alarms. The sales rep replaced the pt's electrode belt and monitor from his inventory and the problem was corrected. The suspect equipment will be returned for evaluation.

Manufacturer narrative:
Electrode belt. Monitor: 11/2002. Device evaluation summary: device evaluation of electrode belt and monitor have been completed. The reported problem was initially confirmed and isolated to the trunk cable near where the trunk cable enters the distribution. However, during the failure analysis, the fault disappeared when the cover of the distribution node was removed. Multiple attempts at isolating the exact location of the fault in the trunk cable were unsuccessful. The likely cause of the vibration alarms and audible alarms was ECG introduced by intermittent shorting of wires or shielding within the trunk cable when the cable was manipulated. The root cause of the cable damage cannot be positively identified. Monitor operated according to specifications. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt and monitor.